Event description:
It was reported that during a hand assisted sigmoid resection, there were metal retractor holding the fascia. It appears that the device touched the metal and tore. The case was completed with a like device with no patient consequence.